Event description:
(B)(4). Initial information was reported by a consumer on 06/25/2008 with additional information from consumer received on 06/26/2008 during call to consumer by (B)(4): a currently (B)(6) female consumer received treatment with poly-l-lactic acid (sculptra) in (B)(6) 2006, and (B)(6) 2007 for "cosmetic" purposes. (Consumer reported that there may have been an additional injection at some time between the reported doses, but is not sure.) (There was no previous exposure to the product prior to those dates.) Treatment with poly-l-lactic acid does not continue. On the initial call, consumer reported "bumps under her skin from sculptra," "bumps right on the cheekbone close to the temple in the periorbital region," and also reported slight swelling. On follow-up call, the consumer reported that she developed a bump on her left cheek bone "near the intersection of where the temple meets the outer corner of the eye" about 1/4 inch or the size of a dime. She stated that the bump on the right side, there is an "indication of something" but it is just noticeable to her. She stated that the bump on the left is making her feel "devastated." She also stated "it is unattractive." On the initial call, she stated that she felt that the "bumps are getting larger." She stated that she saw her doctor yesterday and he said that the bump was "maybe a growth on her bone" or that her "bone structure is getting denser." Consumer did not agree with that assessment. She reported that her doctor said, he could "help her out" and "inject something." She further mentioned that if she "pulls up her temple area making the skin taut, the bump will disappear." The onset off the event was reported as "fall 2007," prior to her last one in sep 2007, had been discussed with the physician during the appointment for the sep 2007 dose, and is reported as ongoing. No treatment measures taken at time of report. Concomitant medication reported as none and medical history as "none," and also "nothing remarkable." Lot number/expiration date and reconstitution information unk. No further medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because, no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional dates of implant - (B)(6) 2006, (B)(6) 2007.